Event description:
The service report shows that the audio alarm failed to activate during a loss of ac power condition. The nellcor puritan bennett customer support engineer (cse) inspected the device and reconnected a loose battery connector. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.